Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot #73e1700515 investigations did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip opened during a colonic surgery under laparoscopy. The clinical consequences was bleeding.